Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found a staple between the jaws. The device was received with the jaws open. The reported condition was confirmed. A staple was wedged in the jaws, which prevented the device from delivering energy to the tissue. The blade was inspected under magnification and the leading edge was gouged as if inadvertently cutting on a staple. The staple was found between the jaws. The knife cut of the device was tested on a silicone test strip with unacceptable results. The cut was dull and puckered. The investigation identified the root cause of the reported event to be attributed to the user cutting on a staple causing blade damage. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that there was no coagulation during the procedure. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.